Event description:
It was reported to ventec that the touchscreen on the device had locked-up and become unresponsive. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a locked-up and unresponsive lcd touchscreen could not be confirmed. Proper device operation was then confirmed through functional and performance testing. The cause of the reported issue could not be determined.